Event description:
It was reported that during a breast biopsy on (B)(6) 2026 with an eviva device, that " the needle was not suctioning any specimen or even pulling any of the numbing meds. Then once they realized the needle failed, they took it to the side and had it in biopsy to test it open/closing and they said the troph was not opening at all." Customer outreach was performed that confirmed "the issue occurred after the needle was inserted into the patient" and "she did have to come back to be rebiopsied. On a different day with another device." Reportable due to a second biopsy procedure being required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.